Event description:
It was reported miethke that a progav 2.0 with shuntassistant 25 (part # fx414t) was implanted during a procedure performed on an unknown date. According to the complainant, the valve was believed to be blocked. The patient underwent a revision procedure on (B)(6) 2017. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: (B)(6), weight: (B)(6) kilograms (kg), height: 55 centimeters (cm), gender: unknown.

Manufacturer narrative:
This complaint was reopened in reference to (B)(4). Manufacturing site evaluation: manufacturing and quality control data: the progav® 2.0 was manufactured by a qualified employee in february 2016. Deviations during assembly did not occur. The valve was sterilized by miethke and released for shipment after final inspection. The progav® 2.0 has a normal pressure range of 0 to 20 cmh2o. The valve was inspected as article fx414t. All parameters have been inspected and approved during the manufacturing process. All parameters have been assessed as meeting specification. Device examination: the shunt system was received submersed in an unidentified liquid in the provided returnkit. Visual inspection: besides scratches, no significant deformations or damage to the valves was detected during the visual inspection. Permeability test: a permeability test has shown that the shuntassistant had a blockage and the progav 2.0 was permeable. Adjustment test: the progav® was tested and was adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function was fully operational and the braking force was within the given tolerances. Result: first, a visual inspection of the progav® 2.0 shunt system. No significant deformations or damage to the valve were detected during the visual inspection. Next, the permeability, adjustability, as well as the brake functionally and brake force, of the valve were tested. The valve was not permeable, but met all other specifications. Finally, the valves were dismantled. A build-up of a substance (likely protein) was observed inside both valves. Based on the investigation, the claim of an occlusion was able to be substantiated. This was likely due to the deposits observed inside the valves. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hydrocephalus (hc)-therapy by shunt implants. Manufacturing defects at the time of release have been excluded. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required.